Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Given the patient¿s extensive cardiac deterioration and cardiogenic shock, most complications¿including respiratory failure, dic, gi bleeding, hematuria, renal failure, vasopressor dependence, and need for crrt¿are attributable to the underlying clinical condition. ECMO support likely contributed to major bleeding, hypovolemia, and limb ischemia with thrombosis. ".

Event description:
"A 78-year-old male with a history of diabetes, prior stroke, and acute kidney injury presented on (B)(6) 2025 with stemi and cardiogenic shock. An impella cp was attempted but showed persistent ¿air in purge line,¿ prompting replacement with a new cp. The patient required prbcs and albumin for suction alarms. Echo revealed the pump had migrated deep and it was repositioned to 91 cm. Additional blood was given for ECMO circuit needs. By (B)(6) 2025, the patient developed labored breathing on high-flow oxygen with gi bleeding and hematuria. On (B)(6) 2025, support was upgraded from impella cp to impella 5.5 to facilitate ECMO removal. Following ECMO decannulation on (B)(6) 2025, the left leg was pulseless, and vascular surgery performed thrombectomy; the patient received further transfusion. Post-procedure, the impella orientation flipped and was corrected under echocardiographic guidance. The patient remained on crrt with bloody output, minimal urine, and became hypotensive during impella weaning attempts. By (B)(6) 2025, the patient was suspected to be in dic with ongoing gi bleeding requiring multiple transfusions and had positive blood cultures. Mechanical ventilation and crrt continued, with vasopressors gradually weaned. A tracheostomy was performed on (B)(6) 2025, and the impella 5.5 was discontinued on (B)(6) 2025. Given the patient¿s extensive cardiac deterioration and cardiogenic shock, most complications¿including respiratory failure, dic, gi bleeding, hematuria, renal failure, vasopressor dependence, and need for crrt¿are attributable to the underlying clinical condition. ECMO support likely contributed to major bleeding, hypovolemia, and limb ischemia with thrombosis.